Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported malfunction, error message e229, was not confirmed. The reportable malfunction, scope data err b32 was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed. The most probable cause of the error message scope data err b32 was cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error message e 229 and error message scope data err b32. There were no reports of patient harm.